Event description:
Potential mold growth in product. No known patient events in facility. Mesa lab standard buffer solution 7.0 ph lot number ml-p7-1157 in question. Product use was discontinued upon notice of the possible mold issue.